Event description:
The device was abandoned at implant due to coronary obstruction. Surgeon suspects incorrect product size or sewing ring dimension; device may be size 25mm rather than 23 mm as labeled because the accessory sizer fit without blocking the coronary artery. The valve was not implanted and was replaced during the case with no patient complication reported.